Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had observations of low out of range pacing impedances. The lead was surgically capped and replaced, and the device was explanted and replaced. No additional adverse patient effects were reported.